Event description:
As decribed by complainant (received through medwatch). "Neonatologist was doing direct laryngoscopy on a new born. Opened size 0 laryngoscope which didnt work, opened 4 more all different lot numbers and expiry in 2025 none of them worked. Procedure was then successfuly performed using size 1 laryngoscope.